Event description:
This is filed to report tissue damage. It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4, a thickened atrial septum, and an anterior prolapse. A steerable guide catheter (sgc) was inserted and unable to advance the through the septum. Therefore, the sgc was removed, and a balloon was used to dilate the septum. The sgc was then able to advance and an xtw clip was inserted. However, tissue was observed to be attached to the tip of the clip delivery system (cds) after it was inserted. Therefore, the cds was removed and replaced. It was noted while outside the anatomy, the tissue was not observed to be on the tip of the cds nor inside the heart. The procedure was continued and a new xtw clip was successfully implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the unspecified tissue injury cannot be determined. Tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.